Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal rate settings was inputted into the pump incorrectly. Reportedly, the customer contacted a healthcare provider to correct the personal profile settings. Blood glucose was 171 mg/dl.